Event description:
The customer reported an unspecified failure. There is currently no additional information available. There is no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.